Event description:
Durng a sales demonstration, a company representative noted that the visica treatment system demonstrated frosting up the shaft of the device, where it should be insulated from cold. The device was not used in a patient, and was used during a demonstration.